Event description:
Boston scientific received information that this pacemaker reached elective replacement indicator (eri) prematurely. Boston scientific technical services (ts) provided assistance and recommended to replace the device. Also, the ts explained that a 90 day timer from explant to battery capacity depleted begins. All therapy available, with at least: 90 days of 100% brady pacing should be available. Attempts to obtain additional information were made but was unsuccessful. The device remains in service. No adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).